Event description:
It was reported that the device experienced an electrical reset. The device checked out fine and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a power on reset. The device experienced a critical ram parity error por (B)(6) 2011 in location "0d 27". Device should be able to recover from the event and continue normal function.